Event description:
A report was received that the patient was experiencing pain and tenderness at the ipg site. Upon assessment, it appeared that the generator was stuck to the skin causing pain with movements and with movement of pulse generator. The patient will undergo revision.